Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MFR: 2134265-2017-02571, 2134265-2017-03699, 2134265-2017-03701. It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. The laa was described as difficult and chicken wing shape. During the procedure, three 33mm watchman ® laa closure device & delivery systems and two watchman ® access system;s were used. The first two closure devices were deployed, fully recaptured and removed due to not meeting release criteria. A pericardial effusion occurred sometime after the transeptal puncture (early in the case) and before the third closure device was introduced. As the patient remained hemodynamically stable and had no signs of tamponade, the physician opted to proceed. Periodic sweeps were performed through out the case. The third 33mm watchman ® laa closure device was deployed and released successfully in the laa. No intervention was required to treat the effusion. No further complications were reported and the patient status was stable.